Manufacturer narrative:
As reported, during an endovascular procedure/percutaneous transluminal angioplasty (pta)/of the superficial femoral artery (sfa), an unspecified product issue was noted during use of the 120 cm. Outback elite re-entry catheter. The product was clinically used in the patient. There was no reported product issue. The patient is a (B)(6) male with a history of peripheral vascular disease (pvd). The target lesion was the right superficial femoral artery (sfa). The lesion was reported to be calcified. Additional information received indicated that the product issue being reported was that the cannula/needle would not retract. There was no other product issue noted at the account after the procedure. The procedure was completed successfully without patient injury, although the details were not provided. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17660061 was performed and no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As reported, during an endovascular procedure/percutaneous transluminal angioplasty (pta)/of the superficial femoral artery (sfa), an unspecified product issue was noted during use of the 120 cm. Outback elite re-entry catheter. The product was clinically used in the patient. There was no reported product issue. The product will be returned for inspection. The patient is a (B)(6) male with a history of peripheral vascular disease (pvd). The target lesion was the right superficial femoral artery (sfa). The lesion was reported to be calcified. Additional information received indicated that the product issue being reported was that the cannula/needle would not retract. The product was discarded and is not available for inspection. There was no other product issue noted at the account after the procedure. The procedure was completed successfully without patient injury, although the details were not provided. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa), an unspecified product issue was noted during the use of an outback elite 120cm re-entry catheter. The target lesion was the right superficial femoral artery (sfa). The lesion was reported to be calcified. Additional information received indicated that the product issue being reported was that the cannula/needle would not retract. The patient has a history of peripheral vascular disease (pvd). The product was clinically used in the patient. There was no reported product issue. The product was discarded and is not available for inspection. There was no other product issue noted at the account after the procedure. The procedure was completed successfully without patient injury, although the details were not provided. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU with no problems noted during preparation. No additional information is available. Although the customer reported that the product was discarded a device was returned for analysis. One non-sterile outback elite 120cm re-entry catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the cannula was received fully retracted (not deployed). No other anomalies were noted in the device. Dimensional analysis for the usable length of the outback elite was measured and found within specification. Functional testing was successfully performed. A lab sample syringe filled with water was attached to the flush and wire ports located on the handle of the unit and successfully flushed. The water dripped out from the distal end of the catheter. Then, the cannula was successfully advanced and retracted via distal movement of the deployment slider. No anomalies were found. A product history record (phr) review of lot 17660061 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cto catheter system- damaged - during use¿ as well ¿cannula/needle (outback only)- retraction difficulty¿ were not confirmed and the exact root cause could not be conclusively determined during the analysis. Procedural or handling factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis results suggest that the reported events are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.